Manufacturer narrative:
Note: the manufacturer of the left ventricular assist device (lvad) involved is unknown.

Event description:
It was reported that anti tachycardia therapy was inhibited twice due to right ventricular (rv) lead noise both sensed and post paced. This occurred after placement of a left ventricular assist device (lvad), and the issue was thought to have been caused during this procedure. The noise could not be reproduced. The rv lead was capped (B)(6) 2026. A new upgraded system was implanted on the right as the patient was occluded. The patient was stable.